Event description:
Pt transported from emergency department (ed) to cardiovascular recovery unit (cvru). Pt being transferred from stretcher to bed and when IV pump was moved, the screen went white, and alarm did not sound. IV pump had been infusing antibiotics until this event. Pump was changed for a working pump at this time.